Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient had relapsing peritonitis. The initial event was diagnosed on (B)(6) 2023 when the patient went to the emergency room (ER) for complaints of abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The pd effluent cultures resulted positive for enterobacter cloacae. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime 1g for 21 days. The patient was discharged from the hospital on (B)(6) 2023. The patient continued to complete pd treatment utilizing the liberty select cycler during recovery. On (B)(6) 2023 the patient was seen in the pd clinic for a follow-up culture. Upon arrival, the patient¿s pd effluent was noted to be cloudy. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The pd cultures came back positive for the same organism as the initial peritonitis event, enterobacter cloacae. The peritonitis was classified as relapsing (an episode that occurs within 4 weeks of completion of therapy of a prior episode with the same organism). The patient was prescribed antibiotics with ip ceftazidime 2g for 4 weeks. The last dose is expected on (B)(6) 2023. The antibiotics are administered in a manual daytime fill of 2,000ml. The nephrologist stated that if the next follow-up culture shows that the peritonitis has not cleared, then the patient¿s pd catheter (not a fresenius product) will need to be pulled. The patient has not been hospitalized for this episode. The pdrn stated a lack of aseptic technique was most likely the cause of the patient¿s peritonitis events. The pdrn stated she completed a home visit and observed several issues that could have caused the patient¿s peritonitis. The patient does not hand wash or use hand sanitizer after coming and going between the bathroom and bedroom after placement of the drain line during treatment setup. Additionally, the pdrn observed the patient utilizing soap that looked to contain some type of growth inside. The patient had the soap supplied by the clinic; however, was not using it.